Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a change in the available programs. Previously, the patient had access to group a, b, and c with 1, 2, and 3 programs respectively, but now can only see program 1 for group a and b, and program 1 and 2 for group c. The patient was advised to consult their healthcare provider for further assistance. It was noted that the implantable neurostimulator would be removed when a pain pump is implanted in (B)(6) 2025.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.